Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited high pacing thresholds, likely due to patient anatomy. The patient also experienced extracardiac stimulation and described the sensation like their heart was jumping out of their chest. The lead was turned off. The patient was seen approximately ten days later at which point the lead was turned back on and reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.